Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-17723. It was reported that during the device upgrade procedure, both atrial and ventricular leads were noted to have insulation damage. A sharp bend was appeared in the pocket and an approximately 3-4mm of circumferential insulation was missing. A suture sleeve was used to protect the atrial lead while the right ventricular lead was capped and replaced on (B)(6) 2019. The impedance, sensing and threshold values on the atrial lead were stable. The patient was stable before, during and after the procedure.